Event description:
A hospital in ontario, canada reported that the gas inlet port of rd900aeu neopuff infant resuscitator was broken off. No patient consequence was reported.

Manufacturer narrative:
The rd900 neopuff infant resuscitator is a reusable device. A broken gas inlet port could possibly be due to excessive force applied when detaching the gas supply line from the neopuff gas inlet port. An investigation will be carried out once we receive the complaint device. A follow up report will be provided.